Event description:
It was reported by the patient that the right atrial (ra) and right ventricular (rv) leads were not working. Follow up with the physician confirmed that both the ra and rv leads had an insulation breach. Both leads had shown a decrease in impedance for the past few months, and the clinic received a lead integrity alert (lia) for low impedance on both the ra and rv lead. An appointment to revise both leads has been scheduled. The ra and rv leads remain implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.